Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to undergo incoming functionality testing) has been confirmed. Upon investigation the monitor failed incoming testing and displayed a service code 204 (belt/monitor unusable), service code 107 (multiple abnormal shutdowns), service code 203 (pulse test fault) and service code 102 (charger profile fault). The cause for the service code 204 was shorted igbts q13 and q17 on the defibrillator pca, and a shorted u409 component. The cause for the service code 107 was isolated to contamination on the j502 component. The cause for the service code 203 and 102 was isolated to contamination on multiple components on the defibrillation and pca boards. The root cause for the shorted components could not be positively identified. The root cause for the contamination is ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to undergo incoming functionality testing.